Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and a completed questionnaire received was received on (B)(4)2013. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery the lens was found to have a broken haptic and no back up lens was available. The pt was left aphakic and the surgery was postponed. The following day the pt had a new iol implanted. Additional information was received from the surgeon who reported the event resolved with treatment and there was no additional intervention performed.